Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 278 mg/dl with a small level of ketones. A correction bolus via the pump was delivered to address the high bg. The customer thought the high bg was due to not calculating the correct amount to bolus after drinking a sweet coffee drink. A pump system check was performed and no device issues were identified.